Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve, upon using the first reload in antrum of stomach and after pressing the green button, the reload was open and the staple line was incomplete in proximal and staple did not form properly. Bleeding was also noted. Another device was used to complete the case. There was no patient injury.